Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned in two sections. The section containing the handle with the full sheath still attached was included in the return. The basket/wire was returned removed from sheath/handle and appeared to be broken from the handle. During visual inspection there was no damage noted to the handle, y-body, or bushing. The second section contained the basket which was still connected to the wire however one of the basket wires was detached and hanging from the basket tip. The broken wire was measured at 152.2cm distal from the handle and one of the four wires was broken at 142.5cm near the distal end. The detached basket wire was broken at 145.6cm distal from the handle. Under magnification the proximal end of the drive wire does appear to have sustained damage/ frayed. No other anomalies were detected. In the lab meeting it was determined that the device was manufactured properly and the damage to the device potentially was from the force applied during lithotripsy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the basket wire was broken and there was a brake in the drive wire as well. A definitive cause for this observation could not be determined. The damage is consistent with force applied during lithotripsy. The instructions for use contain the following warning "basket wires may fragment and/or stone impaction may occur during lithotripsy, requiring surgical intervention". Prior to distribution, all fusion lithotripsy extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp) to remove a common bile duct stone, the physician used a cook fusion lithotripsy extraction basket. It was reported that the user discovered that the basket wire broken during lithotripsy. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.